Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the ventilator measured lower peep (positive end expiratory pressure) than set (0) and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.